Event description:
Information was received from the physician. The believed cause of the extrusion was patient anatomy and poor wound healing. The scarring was believed to be due to the patient's anatomy and presence of the device. Although specifics were not provided it was noted that all precautions that can be used were used. No additional relevant information has been received to date.

Event description:
It was reported from the patient that she has had several surgeries to change batteries and noted that they could no longer put the generator in her chest due to scar tissue and she wanted to know if the patient could have the generator implanted in the patient¿s stomach. She asked if livanova designs leads long enough to reach the stomach. Information was received from the patient¿s surgeon that the patient¿s generator is protruding from her chest and is now exposed. The physician noted that the patient has very little muscle mass and would not be a good candidate for vns. Device history records for the generator were reviewed. The device was shown to have been hp sterilized prior to distribution into the field. No additional or relevant information has been received to date.